Event description:
A leak in the PICC line catheter was found. This leak was where the flexible line connects to the hard purple part of the line that allows the line cap to be screwed on. The hole was unable to be visualized, but when the line was flushed with normal saline, the normal saline shot out of this hole. Due to this break in the system, the PICC line was removed without difficulties. A new PICC line was placed the following day. Bard power PICC - (B)(6) 2017 - (B)(6) 2018.